Event description:
It was reported the pt was unable to establish communication between her ipg and external devices. It was also reported the pt lost stimulation and had not charged her ipg in over a year. Follow-up info revealed the pt underwent surgical intervention on (B)(6) 2014 and the ipg was explanted and replaced. Intraoperative testing went well and the pt reported effective coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.